Event description:
The service report shows that the nellcor puritan-bennett customer support engineer (found, during a preventative maintenance service: volumes out of specification, scoring of the cylinder, piston guides and that the upper connecting rod bearing had begun to break up and damaged the connecting rod. The nellcor puritan-bennett customer support engineer inspected the device and replaced the piston guide, cylinder, and cup seal. It appears that this device has not received previous service or preventative maintenance. This south african unit has no other history of maintenance or service. Customer will be re-advised of need for maintenance schedule. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennettt that this device caused or contributed to the event alleged in this report.